Manufacturer narrative:
The complaint sample was not returned to the manufacturer for evaluation. The complainant did send a video clip of the device. It is presumed the alleged leak did not occur during system priming or diagnostics but rather during the procedure itself. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the delivery set during use. The report stated that the delivery set had a pressure diaphragm blood leak. There were no additional details provided. There were no patient complications reported as a result of the alleged event. The device was discarded by the hospital and not returned to the manufacturer for evaluation.